Manufacturer narrative:
(B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope was not functioning. Picture is cloudy. New scope. No delay. No harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. The mfg date has not been provided due to it not being available in newer sap pe1 version. History is from old sap p11 system.